Event description:
A consumer stated that she had allegedly received second degree burns on her stomach while using a heating pad. The consumer stated that she was using the heating pad in bed and was sleeping when the incident occurred, and that she did not notice the injury until the next day. The consumer stated that she received several medical treatments for her injuries. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer stated that she had allegedly received second degree burns on her stomach while using a heating pad. The consumer stated that she was using the heating pad in bed and was sleeping when the incident occurred, and that she did not notice the injury until the next day. The consumer stated that she received medical treatments for her injuries. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing.